Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor of their evis exera iii video system center displayed quite a bit of interference when used in conjunction with a steris brand argon unit during an unknown therapeutic procedure. This interference obstructed the image. The customer had reportedly bought new cables for their device through olympus and had also employed an isolation transformer, but the only solution which was effective was moving the unit across the room; however, this was not feasible, as the users needed to be near the unit. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified as the device serial number is unknown, therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.